Event description:
Pt readmitted 9/9/93 with hemiarthrosis right knee, status post successful right total knee arthroplasty on 7/28/93. Taken to or 9/12/93 for I & d. No signs of infection at surgery. Multiple cultures obtained; no growth (no fungal cultures done). Pt demonstrated generalized coagulopathy; etiology unclear at time of surgery. On 9/14/93, pt considered toxic with no specific focus of infection (with antbx coverage). Coagulopathy improved until 9/16/93; pt then deteriorated; bleeding from drain and requiring blood component replacement. Diagnosed with dic. Pt transferred to another hosp 9/18/93; aka done there. Referred to FDA because of possible contamination from lap sponges during july surgery prior to recall notice of 9/8/93.